Event description:
It was reported that the health care professional (HCP) called Technical Services (TS) for a consult review of the cardiac resynchronization therapy defibrillator (CRT-D) stored Atrial Tachy Response (ATR) episodes. Upon review of the episode, farfield R wave oversensing was observed. The presenting electrogram (EGM) showed device operating as programmed. TS discussed review findings with the HCP. At this time, this CRT-D remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.